Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead. The impedances were greater than 2000 ohms. The rv lead was surgically abandoned and replaced. The pacemaker remains in service. The source of the out of range impedances was not determined. No additional adverse patient effects were reported.